Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with elevated power and ldh, and total bilirubin. The pt also had pulmonary congestion with right heart catheterization consistent with cardiogenic shock. The echo velocity study concerning for possible clot. The CT scan showed no evidence of lvad outflow kinking. Medication was administered to the pt and the pt was upgraded to 1a status for a heart transplant. The pt was treated with high intensity anticoagulation drip.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.